Manufacturer narrative:
(B)(4). Pump was received with a no (act and esc) button response due to flattened button dome switch (no crease). The keypad connector on j2/lcd is locked properly during visual inspection. Unable to verify bg meter communication errors or anomalies and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response.

Event description:
The customer's mother reported via phone call that his daughter had an insulin pump and the contour next link, and contour next has stopped working. Customer's blood glucose level was unknown. Customer stated that they were not sure if meter was not sending information to the insulin pump. Customer stated that the insulin pump not charging at all, and cannot get it to turn on. Insulin pump will not be returned for analysis.